Manufacturer narrative:
Device received with blank non-flashing white lcd due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to confirm missing or partial display due to white screen. Device received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and display flashing. Blood glucose was over 400 mg/dl. Customer treated high blood glucose by injecting insulin using his syringe. Customer decline troubleshoot for high blood glucose. Customer stated that he was taking care of his dog and he fell on the floor and he thinks he bumped the insulin pump on something on the floor. Customer reported that the display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. The infusion set will not be returned for analysis.